Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The image disappeared/darkened and the visual field was suddenly lost due to board failure. Furthermore, cable break was noted and as a result, interferences stripes and picture loss occurred. Lastly, the adapter was lightly chipped. The probable cause of the defects were due to normal wear and tear or customer's handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the hd autoclavable camera head is defective. The event occurred during preparation for use. During a standard service inspection of the customer returned device, image loss and cable break were observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch: the aware date should be 27-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely that this phenomenon occurred due to a faulty board. Shorted circuit or faulty parts may be result in the image disappearance, but the cause of the fault could not be identified. Olympus will continue to monitor the field performance of this device.